Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: "on 2 different occasions this week, 2 different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref (B)(4), lot2299402). It was 2 different medications, vitamin b12 and solu-medrol. Not sure if we want to look into any of the products we used or if any other departments have experienced this issue. It is a safety concern as these pieces are very small and if close attention is not paid the solution once drawn up, can be administered to the patient. The rn that drew up the medication is a very experienced rn and her technique of how she draws it up has not changed

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: "on 2 different occasions this week, 2 different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref (B)(4) : lot2299402). It was 2 different medications, vitamin b12 and solu-medrol. Not sure if we want to look into any of the products we used or if any other departments have experienced this issue. It is a safety concern as these pieces are very small and if close attention is not paid the solution once drawn up, can be administered to the patient. The rn that drew up the medication is a very experienced rn and her technique of how she draws it up has not changed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.